Manufacturer narrative:
(B)(4) ¿ undefined recurrence; urinary/bowel problems. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a hysterectomy and gynecological procedure to treat uterine prolapse on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, urinary retention, dyspareunia, infections, urinary/bowel problems, recurrence, bleeding, and neuromuscular problems, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.